Event description:
It was reported that an out of range low impedance values was observed on the right ventricular lead of an asymptomatic patient. Impedance was noted to be historically low and the variation in impedance was small. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.